Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited low, out of range pacing lead impedance during a follow-up in clinic. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
A partial lead was returned for analysis in one segment. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.